Event description:
It was reported by the mother that her son had ¿back-to-back respiratory infections.¿ the most recent culture tested positive for serratia marcescens bacteria. The mother believes the infection is due to the catheter sleeve tearing. Additional information received from the mother on 28apr2023 stated that sputum culture result indicated moderate growth of serratia marcescens. Her son was prescribed bactrim 200-40mg/5ml suspension, 12ml by mouth twice daily for ten days. ¿his chest secretions are still thick and copious, but they back to clear/white in color.¿ no further events of infection reported. FDA voluntary medwatch mw report mw5117327 received 11may2023, no new information reported. FDA voluntary medwatch mw report mw5117269 received 15may2023, no new information reported.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 22 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30207636 was reviewed and the product was produced according to product specifications. The incident was confirmed for sleeve tear. No root cause was identified for the reported issue involving respiratory infection since the evaluation of the component couldn't be performed. All information reasonably known as of 17 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.